Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02822, 1627487-2023-02117. It was reported the patient was admitted to the hospital and diagnosed with an sepsis at the lead site. The patient was hospitalized and had the scs system explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated.